Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported detachment was able to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling as the guide wire was handed to the operator partially removed from the dispenser coil resulted in the noted core bend and ultimately resulted in the reported detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that when the ht balance middleweight universal ii guide wire was partially removed from the dispenser coil, the guide wire was handed to the operator. During final removal of the guide wire from the dispenser coil, without resistance felt, the guide wire separated into two pieces. The guide wire was not used on the patient. A new guide wire was used to complete the procedure successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.